Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) monitor image not staying. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and cleaned the electrical contacts on the display board and flat cable. The repair was completed, and the fse carried out operational tests with positive results. The unit was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. "Suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. "

Event description:
N/a.